Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. Visual examination was performed, and the following was observed: liner fully expanded as designed. Distal tip opened but torn. Hdpe stretching along distal tip tear. All score lines (slant, radial, axial) were present. The provided imagery was evaluated and revealed the following: esheath liner expanded and distal tip torn. According to the technical summary, the IFU, current risk mitigations, including design and manufacturing controls, and training manuals have been reviewed. No inadequacies have been identified regarding warnings, contraindications, or the directions and conditions necessary for the successful use of the device. The complaints for sheath distal tip tear and resistance between system components causing difficulty advancing through the sheath were confirmed, based on the evaluation of the returned device an provided imagery. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process. Although it was reported "mild" calcification and tortuosity, and a minimum luminal diameter of 8mm, without 3mensio imagery the potential contribution of patient factors in the complaint event could not be assessed. Patient or procedural factors, such as challenging anatomy or non-coaxial advancement angles, may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. An investigation has been opened to determine the root cause and implement any necessary corrective actions.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in canada, it was a 26mm sapien 3 ultra resilia case by transfemoral approach in aortic position. During the procedure, resistance was encountered while advancing the delivery system through the sheath, and distal tip damage of the esheath+ was observed when the delivery system reached the tip of the sheath. There were no difficulties during delivery system withdrawal or esheath removal. The perceived root cause of the event was a sheath issue. No patient injury was reported, and the patient remained in stable condition. As per evaluation of the provided imagery, the esheath distal tip was torn.